Event description:
The complaint is reported as: the laryngoscope blade has broken pieces of plastic floating in plastic wrapping bag. The issue was detected prior to patient use.

Manufacturer narrative:
The sample was not available for evaluation, therefore, the complaint could not be confirmed. If the sample becomes available, a f/u report will be submitted with investigation results. Manufacturer will continue to monitor and trend related complaints.